Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging "does not turn on." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): pa recharged the meter full battery and found the meter to still have all full charge. Meter powers on manually with power button; however, does not turn on with strip is inserted. The meter was found to have a piece of paper under spc pin 3. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.